Event description:
It was reported that the lead impedance was fluctuating from 650 ohms to 2000 ohms and threshold was high at 2.5v@0.4ms a little more than two years after implant. The lead was removed and replace. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. It was also noted that the proximal conductor of the lead developed a fracture due to flexing while in vivo, there was blood on the distal conductor, the inner insulation of the lead developed a breach due to abrasion while in vivo, the inner insulation of the lead was observed to have blood ingression and the outer insulation of the lead was observed to have blood ingression. Visual analysis found both conductors fractured within 5cm of the anchoring sleeve/in-vivo/flexed and inner insulation breached in-vivo/abrasion.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.